Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that lead noise on the atrial channel in several episodes on a merlin transmission was discussed. Programming changes were made. The clinic has not seen any more issues since. No patient consequences reported.